Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. The power membrane/overlay was replaced by the product support engineer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator generated an error relevant to "check vent alarm led failed." The ventilator was not in use on a patient at the time of the event occurred.